Manufacturer narrative:
Date sent: 12/04/2007.

Event description:
It was reported that during lap cholecystectomy the clips fired closed only in their distal part and not in their proximal one. In order to fully suture that area, the surgeon had to apply more clips. No adverse patient consequence.